Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no excessive no delivery alarm noted. The pump functioned properly. The pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states there was a hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 260mg/dl. The customer's most current level was over 600mg/dl. The customer states they treated with the pump. The customer states they had diabetic ketoacidosis. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.